Event description:
Meter was reading inaccurately high. They also reported an error 2 message, which was resolved. The patient performed two blood glucose tests while on the phone with lfs customer services. The results were 26.6 and 10.6mmol/l; this comparision falls outside of the the 20% specifications. Thests were done within 10 minutes of each other. The patient then performed three control solution solution testsl two of the three failed. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were correct. Based on the information provided, there is evidence of meter malfunction. However, there is no evidence that the meter contributed to serious injury. The meter and test strips are being replaced for the patient.